Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed and the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the navigation system could not establish communication with the imaging system in the operating room (or). It was reported that the imaging system would pass verification on the navigation system but the system would then state there was no communication between the two systems. Additionally, "navigation connection" selection was disabled on the navigation system, which would have allowed auto-recognition of the two systems. To complete the procedure, a second medtronic navigation system was brought into the operating room (or) which established communication. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. Following the procedure, the reported issue could not be replicated with the navigation system.